Event description:
It was reported that on (B)(6) a brevera procedure was performed and a clicking noise was heard during the procedure and the needle did not fire correctly. The needle was then replaced and the 2nd needle did the same thing. The procedure was not completed. The patient will be rescheduling this procedure at another facility. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer replaced the brevera device driver. Performed and completed all required tests with normal passing results. The system meets the manufacturer¿s specifications. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The two syncopes experienced by the patient during the procedure were likely not due to any hologic equipment, as patients do often lose consciousness (faint) during biopsies. According to the doctor, this particular patient had to be rescheduled.